Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) using a galileo echo instrument.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images on (B)(6) 2014. Immucor laboratory tested retention product on (B)(6) 2014 which performed as expected. The customer could not return any site blood samples or testing product.